Event description:
Additional info received on (B)(4) 2012. I filed a previous report on (B)(4) 2012 for the same product. My access number is (B)(4). I drew up xolair with a becton-dickson 3 ml syringe. After drawing up the medication, I noticed a couple of drops of liquid on the barrel of the syringe. Further examination showed a small crack in the barrel. In (B)(6), the same type of syringe exploded medication out the side of the barrel as I was injecting, due to a crack in the barrel.

Event description:
Nurse was injecting 1cc of xolair subcutaneously into left triceps area. The plunger of the syringe in use depressed extremely quickly, and the xolair shot out into the air. On inspection, the barrel of the syringe had a crack in it.